Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator logs contained alarms for high o2 concentration and low air supply pressure. An air leakage from the connected air hose was noted and only a small amount of air entered the ventilator, causing an alarm of high o2 concentration. The connection was tightened and the air supply pressure became normal. The ventilator then passed safety and functional tests and was returned to clinical use. The root cause of the reported alarms was an air leakage from the connected air hose and not a ventilator malfunction.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).